Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn : m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.